Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump after providing pump reset information, and the customer was advised to continue using the pump and to call back if any malfunction recurred; the customer acknowledged and understood these instructions.